Event description:
It was reported that the right ventricle lead exhibited over-sensing noise. No intervention was performed. No patient consequences.

Event description:
New information notes that the right ventricle lead was explanted and replaced on (B)(6) 2021. Patient was stable.